Event description:
There was so many test done on my mother, I have all of her medical records. Her ulcer wound got infected with candida auris, we would wash the wound daily with water. She had white spores fungi growth around the wounds and she had a "catheter" as well. The hospital said the candida auris got into her blood, she went into septic shock and died. I purchased the water for her. If I would have known there was any likely hood of known "ing", it was not sterile. I would never brought for her because I knew we cant use tap water.